Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced issues with the g5 mobile application not displaying readings. No medical intervention was reported. Additional event or patient information is not available.